Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. H6: component code = g06. Additional information was requested, and the following was obtained: what was the initial procedure? Left colectomy / laparoscopy. What was the indications for the procedure? Diverticular sigmoiditis. Did the issue occur on first or subsequent firing? At the first fire. What was the approximate thickness of tissue being stapled? Rectum. What attempt were made to get the device de-articulated? Attempting for stapling deeply, pressing the red button, attempting for manual forcing. What troubleshooting steps were followed? Unk. Was the device fired over existing staple line? No. Was the contour device used twice? No. What were the steps for use of the ec60 device? Installation, bent, applying on the rectum, stapling. Did the device complete the firing sequence? No. How was the device attempted to be opened? By completing the fire sequence and attempting for cutting, by using the red button. What point in the usage did the device jam? After firing, during firing? During firing. How was the device removed from the patient? By cutting the rectum from either side. What color cartridge was being used? Green. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and an ecr60g partially fired 1/16 reload loaded on the device. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. During the functional test the device open and close as expected. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the initial procedure? What was the indications for the procedure? Did the issue occur on first or subsequent firing? What was the approximate thickness of tissue being stapled? What attempt were made to get the device de-articulated? What troubleshooting steps were followed? Was the device fired over existing staple line? Was the contour device used twice? What were the steps for use of the ec60 device? Did the device complete the firing sequence? How was the device attempted to be opened? What point in the usage did the device jam? After firing, during firing? How was the device removed from the patient? What color cartridge was being used?

Event description:
It was reported that during an unknown procedure, the use of the device on the rectum which jammed in closed and curved position without the possibility to opening it, restoring its straight position or stapling. The procedure had to be convert in laparotomy. Resection of the rectum between 2 lines of staples with contour cutter. Removal of the still curved device through the hole of the trocar, after removing the trocar. Extraction of the rectal section from the jaws of the device. There was no stapling.